Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during an unnamed robotic procedure on 01jul24, and the device ¿will not hold pressure during surgery¿. Follow-up assessment found "they were doing something wrong at the surgical field with the disposables so it ended up being an occlusion warning instead of an over pressure.¿ they mixed up the over pressure and occlusion terms. The occlusion was accurate in that they were using it in a way where the machine should have notified them." Additionally, pneumoperitoneum was lost "temporarily because they closed the stopcock to the ars clear tubing so no gas could enter because of an error at the field, not the machine. Loss was sudden but then regained quickly on a robotic case. Instruments were removed while pressure was restored but no injuries were noted.". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. The asm-evac1-bi and ias8-dv will be listed as concomitant devices; there are no allegations filed against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: when tube, veress needle, or air seal cannula are blocked, the message occlusion is depicted and a warning signal is emitted. The actual pressure display depicts 0. The warning signal can be deactivated in the user menu (see chapter 9 ¿user menu¿). Remove the occlusion if this is not done intentionally, e.g. With a closed valve. Check tubes or cannula for proper fit (not in tissue) and check for possible blockages. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during an unnamed robotic procedure on 01jul24, and the device ¿will not hold pressure during surgery¿. Follow-up assessment found "they were doing something wrong at the surgical field with the disposables so it ended up being an occlusion warning instead of an over pressure.¿ they mixed up the over pressure and occlusion terms. The occlusion was accurate in that they were using it in a way where the machine should have notified them." Additionally, pneumoperitoneum was lost "temporarily because they closed the stopcock to the ars clear tubing so no gas could enter because of an error at the field, not the machine. Loss was sudden but then regained quickly on a robotic case. Instruments were removed while pressure was restored but no injuries were noted.". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. The asm-evac1-bi and ias8-dv will be listed as concomitant devices; there are no allegations filed against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.